Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the rep stated the patient has had therapy for over 10 years, but now wants the ins removed due to it causing discomfort. It was reviewed with the caller that whether the hcp caps the lead or not is a medical decision. The hcp doesn't want to remove the lead since it's been there for such a long time. No further complications were reported. Additional information received from the representative. It was reported that it was unknown when the discomfort issues started. The ins was removed on (B)(6) 2018. When asked if the leads were capped or removed they responded with "neither". The cause of the discomfort issue was unknown. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the lead was left in the patient because ¿the doctor did not want to expand to.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.